Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-13995n multifire scorpion needle broke off during a rotator cuff repair procedure. The rep confirmed that the broken tip could not be found. The rep stated that it cannot be confirmed if the broken tip is in the patient or broke off outside the body. X-ray was not taken. The case was completed by bringing in a second needle.